Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor would not read. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of the sensor not reading; however, 30 minutes of signal loss was noted. A root cause could not be determined via data.